Event description:
It was found that there was an issue with the pt data module that may have the potential to affect the defib sync function of the device. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. The serial number and MFR date of the pt data module is unk at this time hence identification of the 510 (k) number which directly supports this device is uncertain.